Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy delta reconstruction, on the first firing from the greater curvature side of the stomach, colorless and transparent feather-like object appeared on the pusher part at the same time as the start of the stapling. The size was about 2 to 3 mm. There was no issues on firing and staple formation so the same device is used through the operation. The disengaged object is retrieved after the operation. There was no patient injury.